Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and after trying to reposition, the helix was presenting extend/retract issues. The lead was successfully replaced. No adverse patient effects